Event description:
Nausea, vomiting, sharp stabbing pains in stomach, bloating, rashes, purple bruises, three week menstrual cycle, sex hurting, migraines, lower back and abdominal pain as if I'm in labor. (B)(4).